Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have a cracked tank cover and outdated pcb and power switch. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device tank was filled with water and powered on. The reported product complaint was confirmed, as the low fluid level alarm sounded even when the water was at a sufficient level. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source has been unable to be determined.

Event description:
Information was received that device gave a low level alarm, and float switch checks out at .3 ohms. Incident occurred prior to use while device was in storage. The device did not alarm.